Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the forceps jaws failed to open properly inside the patient; only one side of the forceps opened. No biopsies were retrieved with this device. The procedure was completed with another radial jaw 3 biopsy forceps device. No patient complications resulted from this event. The patient was reportedly doing well post procedure. This event has been deemed reportable based on the investigation results; pullwire break.

Manufacturer narrative:
(B)(4) for the evaluation finding of pullwire broke. A visual examination found that the device returned with one pullwire broken and the coil kinked. The fractured pullwire was sent for material analysis which revealed that the failure surface had an area with a shaved appearance typical of a mechanical cut. Additionally, the failure surface exhibited elongated dimple ruptures which suggest an overload caused by a shear or tear event. No material anomalies were present. The device welding and riveting was found to be within manufacturing specifications. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the jaws failed to open properly. However, the evaluation attributed this condition to a broken pullwire. Further analysis of the fractured pullwire revealed that the failure likely occurred due to a mechanical cut followed by a shear or tear overload. Therefore, the most probable root cause is manufacturing. An investigation is underway to address pullwire break issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.